Event description:
It was reported to boston scientific corp in 2009, that a speedband superview super 7 multiple band ligator was used during a banding procedure performed two days prior. According to the complainant, after affixing the device to the tip of the scope, the scope was advanced to the anatomical location and the physician began to release (fire) the bands. The first one was released normally, but when he attempted to release the second, he found that it was stuck to the third and the third to the fourth. Upon firing the next band, three bands were released simultaneously. The physician removed the scope and completed the procedure with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.